Manufacturer narrative:
(B)(4).

Event description:
It was reported that several auto mode switches due to lead noise was observed. X-ray showed subclavian crush. The lead was capped and replaced and the procedure went well.